Manufacturer narrative:
During testing, it was noted that the device fluid shield was damaged and fluid spillage was noted. The customer contact's report of an n234 (distal air bolus) alarm condition was noted in the device history however, it was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of an n234 (distal air bolus) alarm condition. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device fluid shield was damaged and fluid spillage was noted.